Event description:
Pci was performed on a confirmed restenotic lesion (after stent) in the mid right coronary artery (rca) of 20mm in length in an unknown vessel diameter. The lesion was class c and concentric. The procedure was an elective case. The target lesion was not pre-dilated before deploying one 3.5/23 mm cypher stent at 20 atm. Post-dilation was conducted with a 3.5x 23mm balloon at 26atm for unspecified reasons. On the following day, while still hospitalized, the pt developed complete a-v block and went into a state of shock. Cag was conducted and thrombus was confirmed at the proximal edge of the implanted cypher stent. To treat the thrombus, asipration and poba with a 3.75 x 20mm balloon was conducted at 14atm for 30 seconds. An intra aortic balloon pump was also used. The pt was discharged sixteen days later.